Event description:
The doctor was performing a lap gastric bypass. It was reported that the handpiece would activate with beeping tones for a while, then give a solid tone, then start activating again. The doctor managed to complete the cause with no patient consequence.